Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The evaluation of the actual device may have aided in the investigation. A cuff miss can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. During manufacturing the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper trajectory during deployment. These steps of the lot history record were reviewed and did not show any anomaly. A sample is taken for destructive lot acceptance testing to verify the quality of the lot build including functional verification. The reported lot met lot acceptance specification. Needle trajectory can also be influenced by user technique. The proglide instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. There in no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scarring, calcification and/or tissue mass, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. Reportedly, the vessel was moderately calcified and heavily scarred. The IFU states: the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible. There is an indication that anatomical conditions may have influenced the reported experience. The evaluation indicates the vessel calcium and/or scarring may have influenced the reported experience. The cause of the reported event is related to th operational context of using the device in a calcified and scarred vessel. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a superficial femoral artery interventional procedure. Reportedly, there was heavy femoral scar tissue and a cuff miss occurred. A second perclose proglide was used with the same results. A non abbot device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.